Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? How was the surgicel placed? One layer, wadded, etc.? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? What were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative symptoms? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a epileptogenic foci resection procedure on (B)(6) 2021 and absorbable hemostat was used. Twelve days post-op the patient suffered from severe pain at the head, limb hemiplegia. Reexamination of the head occurred by CT and MRI, it was showed that there was brain edema, encapsulated effusion. Drilling and drainage were performed, which revealed yellow effusion. The patient's limb activity and muscle strength were recovered, along with the headache being relieved. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.